Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The responsiveness of the keypad buttons was not able to be tested due to a blank display screen. The keypad was removed and contamination was found under the up arrow, down arrow, and ok button contacts. Unrelated to the complaint, the pump case was found to be cracked between the display lens and case seal. There was moisture observed behind the display lens. The pump failed a leak test due to the pump case crack. The pump was opened and moisture was found in the display and printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.